Event description:
Pt called to report on this defective product stating that the wheel which is too high on the frame caused her to fall. She contacted MFR requesting to replace the entire wheelchair, but they sent her only the wheel/tire and asked her to replace it on her own. She said they sent her the same model and this one had same problem and caused her to fall again. She believed that this device is very dangerous and MFR doesn't care about it. The wheelchair was bought from wall greens. She stated in the manual of instruction it is said that any part replacement. Should be done by a qualified tech, but "they sent me the tire to change it by myself".